Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop (B)(4) since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse confirmed the electrical test fail code #50 and it was fixed by replacing the motor control board. Full calibration, functional testing and safety checks were performed and passed per factory specifications, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) had a system failure and an electrical test fails code # 50. There was no patient involvement, and there was no adverse event reported.